Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported one of the patients leads had migrated causing pain and swelling at the anchor site. Migration was confirmed with CT scan. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein, both migrated leads were explanted and replaced to address the issue.